Manufacturer narrative:
Updated device evaluated by mfg field to yes

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: burns on handle/push button is sticking/broken. Confirmed failure: burns on handle and push button is sticking/broken. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the insulation had been compromised.